Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 600 mg/dl with moderate ketones. The customer went to the emergency room and was subsequently hospitalized after experiencing dehydration, dizziness and vomiting. The customer alleged that the pump "failed" and that the pump was not working. The customer declined to provide additional detail regarding the suspected cause. Intravenous insulin drip was administered and the customer was released on (B)(6) 2019 with the issue resolved. Reportedly, the customer sustained memory loss. The customer reverted to pen injections for insulin therapy.